Manufacturer narrative:
Initial and final MDR 1918472 - MDR 3003442380-2024-15407 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off during use events on 31-may-2024, 02-june-2024, and 10-june-2024. Infusion set has been used for 3 days. The blood glucose level noticed was high and treated via multi-daily injection (mdi). The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.